Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein two additional leads were added. Effective therapy was restored post procedure.